Event description:
It was reported that the right atrial lead exhibited noise. The device sensitivity was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead continued to exhibit noise and was programmed off on (B)(6) 2014. The lead was explanted and replaced on (B)(6) 2015. The patient tolerated the procedure well with no complications.